Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infection on his back under the therapy electrodes. Patient reported that the skin is "raw from itching". There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him it was a fungal infection that is oozing. Doctor prescribed the patient an oral medication, diflucan, for the infection. Follow up with patient indicated that the patient is taking fluconazole, generic brand for diflucan. The patient is taking (1) 200 mg tablet every other day for 7 days. Patient reports "he has been on medication for 4 days and it is not doing its job". Outcome of the infection is unknown.